Event description:
It was reported that the handpiece began overheating at the beginning of a wisdom tooth extraction, which was the first case of the day for this device. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause of the overheating was problems with the motor cable assembly and rough bearings, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.